Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear-locked position. The tubing of the device was found to have been cut as the tubing was severed and multiple cut marks were identified. The anchor and collagen were also returned and were found to have been tamped. No other damage or issue with the device was identified. Functional testing was performed by attempting to manually deploy the suture from the device. The suture was able to be fully deployed and no issue was identified with device function. The complaint was able to be confirmed for a partial deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been deployment outside of the vessel resulting in a partial deployment pullout. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: specials lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the arteriotomy locator kinked and snapped upon attempted insertion into the patient vessel. Physician stated that there was a lot of scar tissue in the patient's groin area. No injury was reported. Manual pressure was used successfully for hemostasis. Case was a lower extremity angio. Patient was reported to be stable.